Manufacturer narrative:
This supplemental is being sent as the analysis results were updated, as the cusp where tan thrombotic appearing host tissue was on the left cusp, not the right cusp as initially reported. Below is the updated analysis results. The previous conclusion remains unchanged. Upon receipt at medtronic¿s quality laboratory, the valve was distorted; oval shaped. The sewing ring appeared to have been removed during explant. Two long white and green multifilament sutures remained attached to the left right and right non-coronary stent posts. A strand of base stitching appeared to have been pulled out adjacent to the right cusp. All leaflets were in the open position. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear through the free margin and lunula of the non-coronary cusp appeared to be due to contact with a possible long suture and/or the bias cloth. A large tear through the free margin and lunula of the left cusp appeared to possibly be due to restricted leaflet movement associated with host tissue overgrowth. The flat appearance of the left cusp and left right commissure showed possible host tissue overgrowth. A tear along the lunula of the left cusp appeared to have occurred during explant. All commissures appeared intact. A large remnant of glistening off white pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, extending 1 to 3 mm onto the inflow showing a possible reduced inflow orifice area. A layer of tan thrombotic appearing host tissue lined the inflow of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue.

Manufacturer narrative:
Histopathology results were received and confirmed evidence of endocarditis, likely of a fungal origin. There was no evidence of cal cification in the sections examined. It was reported that the duration of implant of this device was unknown. A review of the device history record and sterilization record showed no anomalies that would have impacted this event. No additional complaints have been received for devices sterilized under the same lot. Quality assurance will continue to monitor for similar complaints.

Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explanted due to endocarditis. The valve was successfully replaced with a valve of another manufacturer. Upon explant, the valve was noted to have build up on the valve. The product was returned for laboratory analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was distorted; oval shaped. The sewing ring appeared to have been removed during explant. Two long white and green multifilament sutures remained attached to the left right and right non-coronary stent posts. A strand of base stitching appeared to have been pulled out adjacent to the right cusp. All leaflets were in the open position. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear through the free margin and lunula of the non-coronary cusp appeared to be due to contact with a possible long suture and/or the bias cloth. A large tear through the free margin and lunula of the left cusp appeared to possibly be due to restricted leaflet movement associated with host tissue overgrowth. The flat appearance of the left cusp and left right commissure showed possible host tissue overgrowth. A tear along the lunula of the left cusp appeared to have occurred during explant. All commissures appeared intact. A large remnant of glistening off white pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, extending 1 to 3 mm onto the inflow showing a possible reduced inflow orifice area. A layer of tan thrombotic appearing host tissue lined the inflow of the right cusp. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the reduced performance of the valve was attributed to a combination of pannus overgrowth and thrombus formation; these are generally considered patient-related conditions. In addition, cuspal tear was observed and appeared to be due to contact with the bias cloth. Patient anatomy, sizing issues, and/or tilting or canting of the valve can contribute to leaflet contact with the bias cloth. Contact with the fabric of the sewing ring has been reported in the literature for all types of bioprosthetic valves. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.